Event description:
Customer reported that insulin gauge displayed amount different than expected, with a discrepancy of more than 30 units between the displayed and expected values. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, customer loaded a new cartridge.